Event description:
The device was used during a breast biopsy procedure. Reportedly, the instrument did not cut. The surgeon appllied cautery to complete the procedure. The hsopital has reported no patient injury occurred.